Event description:
It was reported that the pump touch screen was "black but has some dots that are lit up "like a haze"". There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.